Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog # unknown as information was not provided but referred to as a cook celect platinum. The complaint device was not returned, but 10 unopened/unused deceives of 6 different lot#'s were returned. (B)(4). Summary of investigational findings: it is assumed that the complaint device is a celect-pt navalign, since the entire returned stock is of that type. However, no imaging is provided and the complaint device is not returned, so it would be inappropriate to speculate on what went wrong. Therefore, the root cause cannot be determined. It is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. The IFU addresses the issue through the statement "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter" and the warning "excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated". No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the filter was not deploying after the release button was pressed. Eventually the physician was able to deploy the device. Patient outcome: unknown as information was not provided.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but could be a gunther tulip mreye, gunther tulip vena cava filter, cook celect vena cava filter or cook celect platinum. Since catalog# is unknown the 510(k) could be either k000855, k032426, k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: the filter was not deploying after the release button was pressed. Eventually the physician was able to deploy the device. Patient outcome: unknown as information was not provided.